Event description:
A user facility filed a complaint reporting that the occulusion alert on an electromechanical ambulatory infusion pump failed to operate. The pump was being used for a chemotherapy treatment. The patient returned to the clinic after seven days and the clinician noticed that the tubing set was clamped shut. The patient received no drug. There was no patient injury.